Event description:
It was reported that the arctic sun device had come down from the floor with alarms. Asked them to send the data files for further evaluation. Received the data files, the low flow was related to neonate pad flow being anywhere from 0.7 to 0.5 lpm which limited heater output. This low flow did not appear to be related to a pump failure as the pressure was fairly stable.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A DHR could not be performed since no lot number was provided. The labeling was reviewed and found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had come down from the floor with alarms. Asked them to send the data files for further evaluation. Received the data files, the low flow was related to neonate pad flow being anywhere from 0.7 to 0.5 lpm which limited heater output. This low flow did not appear to be related to a pump failure as the pressure was fairly stable.

Event description:
It was reported that the arctic sun device had come down from the floor with alarms. Asked them to send the data files for further evaluation. Received the data files, the low flow was related to neonate pad flow being anywhere from 0.7 to 0.5 lpm which limited heater output. This low flow did not appear to be related to a pump failure as the pressure was fairly stable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.